Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lv was explanted and replaced with a competitor lead. This lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.